Manufacturer narrative:
Additional manufacturer narrative: report of a complete heart block post implant of an edwards aortic valve. The subject device remains implanted with no reported malfunction. The healthcare provider has also disassociated the edwards device from this event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, CPR was performed and ppm was considered but not yet implanted. No information to suggest a device malfunction or quality deficiency related to this event.

Event description:
It was reported via clinical trial that a (B)(6) female patient experienced cardiac arrest one day post implant of an edwards aortic bioprosthetic valve. Event states the following, "pt coded. Pt in asystole/complete heart block. CPR performed. Temporary pacemaker placed. Pt paced vvi at 60. Pt now in sinus, aaox3. Pt being monitored, possible ppm to be placed if needed." The subject aortic valve remains implanted with no reported malfunction. No additional information provided.

Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.